Event description:
The hub disconnected from the needle causing the surgeon to fish around in the heart for about 5 minutes to retrieve the needle. He was albe to retrieve the needle. We are not aware of any resulting patient problems. Additional information received: the surgeon had the patient's chest open during open heart surgery. Holding the device by the hub, he stuck the needle into the heart to evacuate air from the heart when the needle suddenly fell off of the hub into the heart.

Manufacturer narrative:
Per the IFU for argon intracath, argon intracath catheters are indicated for venous catheterization of the distal forearm for intravenous therapy. Per the problem description, the product was used during an open hear surgery to evacuate air from the heart. No product from the complaint lot number was found in stock. Per argon medical devices evaluation of the returned product, it appears that the needle hub was not properly crimped onto the cannula and no epoxy was applied to the junction. A supplier corrective action request was issued for further investigation and implementation of any pertinent corrective actions.